Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 295 mg/dl at the time of the incident. Customer stated that the pump was flashing button error and when she pushed the esc and act buttons, nothing happens. Customer stated that she cleared the alarm while on the phone but none of the buttons were working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.